Event description:
In 2008, abbott point of care was contacted by a customer who reported an I-stat 1 analyzer, became hot to touch. No injuries indicated as a result of the analyzer becoming hot to touch.